Event description:
It was reported that, this right ventricular (rv) lead has been exhibiting high pacing thresholds. The patient was going to have a magnetic resonance imaging (MRI), nonetheless, the MRI protection mode did not allow for an adequate safety margin for thresholds. No adverse patient effects were reported. Additional information was received which indicated that, the thresholds from this right ventricular (rv) lead are still increasing. Upon review, the pacemaker is exhibiting premature battery depletion (pbd). This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead has been exhibiting high pacing thresholds. The patient was going to have a magnetic resonance imaging (MRI), nonetheless, the MRI protection mode did not allow for an adequate safety margin for thresholds. No adverse patient effects were reported. Additional information was received which indicated that, the thresholds from this right ventricular (rv) lead are still increasing. Upon review, the pacemaker is exhibiting premature battery depletion (pbd). This rv lead remains in service. No adverse patient effects were reported.